Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue and revealed that the unit powers up with batteries. Unit was retested and powered up each time. The unit sensor functions properly; however the sensor cable does not have a secure fit. Therefore, the nurse call red led turns on/off when the sensor cable is moved or when pulled it comes out. Additionally, all of the rj-11 pins inside are pushed downward. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. There is no physical damage to the outside of the unit. The issue was discovered during setup, but the date of the event is unknown. No patient incident or injury reported.